Event description:
The incident involved a newborn infant girl, twin b, born on 6/16/92 at 4:36 a.m. Initially stable on admission to the nursery. At aprox. 8 a.m. That same morning, the infant developed tachypnea and was transferred to the nicu for close monitoring. She was initially placed on an airshields iics-90 infant intensive care systems 7810. Infant temperature as well as warmer temperature were constantly monitored and remained within normal limits. The infant was also placed on a corometrics neonatal monitor #506, serial #5061120092 (this unit is rented from mediq - their i.d. #001158682)the electrodes used were klear-trace infant/pediatric ECG electrodes #4810; lot #co41393. The infant was stable with no problems noted.at 3 p.m., the infant was transferred to an airshields isolette infant incubator c100 and changed to another cardiac monitor corometrics neonatal monitor #506, serial #0506aac0181399 (this unit is rented from ati company, their i.d. #055864.) The original ECG leads remained in place.at aprox. 4 p.m. On 6/16/92 the nurse caring for the infant went to reposition the ECG leads, as the tracing on the monitor was not clear. The lead located on the infants left mid-chest/flank region was removed, and the skin under the lead had a blister, surrounded by white tissue, aprox. The size of a dime. The electrode on the infants right upper chest was removed next, and the skin under this electrode also had a blister surrounded by white tissue. Both these areas appeared the same. The third electrode, which was placed on the infants right lower chest/abdomen was then removed, but this area appeared to be unblemished.local treatment of the area was begun immediately with silvadene cream. The infant was evaluated by a plastic surgeon on 6/18/92, who third degree burns to the right breast and the left chest area. The treatment recommended was continued silbvadene cream with continued follow-up with a plastic surgeon.both neonatal cardiac monitors were sent to our biomedical dept. After the incident for evaluation. Initial evaluation by this dept. Found the monitors were functioning normally.the original ECG leads involved have been secured at the hospital, as well as the box containing the same lot # of electrodes. At the time of this report, testing of the ECG leads has not yet been donedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.